Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found to be dislodged. The lead exhibited r wave amplitude variation. The patient was asymptomatic. The patient presented in operating room for lead revision. During the procedure while trying to reposition the lead, it was noted that the helix would not extend. The lead was explanted and replaced. The procedure was successful. The patient was stable before, during and after the procedure.